Manufacturer narrative:
The insulin pump had all buttons function properly. No damage or unlocked lcd keypad connector noted. The device had all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart alarm, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected audio/beep or vibrate anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose level was 6.0mmol/l at the time of the incident. It was reported that even with battery change, the beeping was not resolved. It was also reported that the insulin pump did not respond to any button presses. It was reported that insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.